Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a perclose proglide device with a 6f sheath after an interventional coronary procedure. Reportedly, the foot did not completely park (retract the foot). There was difficulty removing the device. The guide wire was reinserted before device removal. The sutures did not achieve hemostasis. A 9f sheath was inserted and manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction - it was initially reported that the device would be returned for analysis. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. Patient height reported as (B)(6).